Event description:
Two endeavor rx drug-eluting stents were successfully implanted during index procedure. One stent (3.50 x 18mm) was implanted to distal rca; one stent (3.50 x 30mm) was implanted to proximal rca. Pt was symptomatic/free of symptoms at 30 day, 6, 9 and 12 month follow up. A stroke was reported to have occurred approximately two years following index procedure. Pt received medical treatment. Investigator was indicated that the event was not related to the study stent or study procedures. Pt is in remission. (Ref MFR# 9612164201101133).

Manufacturer narrative:
(B)(4). Eval: results: cva/stroke. (Root cause unk). No device received for eval.

Event description:
Patient expired due to multi organ failure approximately 33 months post the index procedure. The investigator has assessed that the event was not related to the study stents.